Manufacturer narrative:
The investigation into the pump stop has been completed. No product was returned for evaluation; however data logs were made available. The data logs confirm 'impella stopped - motor current high' pump stop. There were suction alarms, rising purge pressure, and a motor current spike before pump stop occurred. The root cause of the pump stop was most likely biomaterial ingestion, patient condition. D4 corrected model number.

Event description:
The user facility reported an unknown age patient experiencing acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Twelve days after the impella cp pump was implanted, the pump stopped and was therefore explanted. There was no report of harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿